Event description:
A caller reported encountering alarm 2 followed by alarm 26. Despite the alarms, there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to disconnect, load a new cartridge onto the pump, and deliver a bolus, which completed successfully. Technical support arranged to provide a one-time replacement pump while advising the customer on temporary measures and return procedures for the problematic pump.